Event description:
The advocate stated her father tested his blood glucose using the contour next ez and the contour. He received a 67mg/dl difference between readings. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were expected to be returned for evaluation. Replacement strips were sent to the customer.